Event description:
I am the parent of two (B)(6) children who use one touch ping pumps. The ping meter remote and the insulin pump are designed to work together as a system by pts, in this case, pediatric pts with two ping users in the house, we have two onetouch ping meter remotes. The meters remotes are the same color, design and do not appear from the documentation to support user identification by name, the remote screens via software customization. Short of the serial numbers, these remotes are indistinguishable. In a multi pump household, the indistinguishable remotes and lack of in device personalization presents a strong possibility of confusion and the very real possibility of one child entering an insulin dose that is delivered to the other's pump. This would require that both the confused pumps and remotes be in common transmission and reception range. That happens at regular times, such as at a family meal. It is noteworthy that insulin pumps used to infuse insulin for meals. In fact, insulin pumps are designed for use in conjunction with almost all incidences of the consumption of carbohydrates. So the use of pumps at every family meal is to be expected. Labels, stickers and skins can all wear off or be removed. Customization of the home screen of the remote / meter with the user name would allow clear positive identification of who's pump the remote controls. Onetouch suggest that users check the serial number of the pump that can be displayed on the meter. Those numbers are long, not intuitive and potentially difficult for a pediatric pt to remember. The process of calculating and administering an insulin bolus involves an array of number; blood glucose, carb count, insulin to carb ratio and insulin on board to name a few. These numbers have the potential confusing the recall of the serial number. Hyperglycemia may exacerbate the risk. Linda gonder-frederick, phd et al demonstrates in the article cognitive function is disrupted by both hypo- and hyperglycemia in school-aged children with type 1 diabetes: a field study, diabetes care, june 2009, that hyperglycemia effects the cognitive function of school age children. Hyperglycemia require more insulin than would otherwise be infused as a correction bolus. However, at the time, more insulin is needed ability may be impaired and the potential confusing the recall of the serial number increases. Were this confusion of remotes used to operate pumps to happen, there is a very real possibility of excessive insulin delivery. Animas is aware of the risks of excessive insulin delivery. The phrase that is used repeatedly in the ping owner's booklet highlighted, is "can result in serious injury or death". Section ii, of the owner's booklet titled onetouchping meter remote, pages 107 - 126 details setting up the onetouch ping meter remote. Page 109 specifically speaks to the device home screen. Pages 114-118 address customization. In repeated readings I was unable to identify any customization of the onetouch ping meter remote that would facilitate naming or other easily understood personal identification of the user on the home screen or via customization settings. Use of remotes for different pumping pts in the same household represents a potential serious risk as designed. Dose or amount: varies, frequency: with meals, route: sq. Dates of use: 4 years from (B)(6) 2010. Diagnosis or reason for use: type 1 diabetes.